Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, it was then found to be dislodged. Additional information states this patient did rehab on the shoulder due to a rotator cuff injury, which is suspected to lead to the dislodgement. This lead was successfully repositioned and remains in service. No additional adverse patient effects.